Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory. Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was electrically okay, however, the setscrew was backed out too far. The setscrew was able to be turned down into the metal connector block with hex wrench, but not torque wrench due to being turned up into the tecothane connector module. Final device analysis of the wrench revealed the following: no anomaly found. The torque of the wrench measured 5.2 oz-in, which was within the specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the internal screw in the stimulator could not be tightened. The lead was disconnected from the stimulator to reposition the stimulator and when they attempted to reconnect the lead it would not connect. It was noted the stimulator was replaced with a new stimulator. There were no patient symptoms or injuries related to the event.